Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels between 270-585 (mg/dl) and large ketones for 1 week. Customer administered boluses, programmed a temporary basal insulin rate, and changed supplies to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, the contact programmed a temporary basal rate of 35% per the request of their health care provider (hcp). Tandem technical support instructed the customer that programming a 35% temporary basal insulin rate would actually decrease the amount of insulin delivered. Contact understood and indicated that they would contact the hcp to verify if the temporary basal insulin rate that they needed to program was a 35% increase for a total of 135%. Also, contact reported that the customer wears a steel infusion set and changes the infusion set every 3 days. Contact was reminded that the customer should change their infusion set every 2 days as labeled. Recommendation was made to consult with health care provider to discuss diabetes management.